Manufacturer narrative:
Evaluation summary: no further information was able to be obtained from this customer. As such the cause of the reported event cannot be determined. The phaco handpiece (hp) was returned for evaluation. The product met specifications at the time of release. A visual assessment of the returned sample concluded no visual damage. A fingernail was used to attempt to penetrate through the cable jacket of the hp. The cable jacket passed the test by sufficiently withstanding the force. The ground resistance of the hp was also checked. The hp was then connected to a calibrated system hotbed and was able to prime and tune successfully. The hp was then run at 100% for 5 minutes. The hp was also successfully tuned. The handpiece was found to meet specifications. The root cause of the reported event cannot be determined conclusively.

Event description:
A nurse reported that a handpiece did not have phaco power during surgery. The surgeon could not perform the fragmentation. The handpiece was replaced by a new one. The procedure was completed with no patient harm. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date.